Manufacturer narrative:
(B)(4). Batch # unk. Additional information was there any hole created on the stomach side due to the device performance? Yes there was a hole made on the stomach side. Was there any additional steps taken during the procedure? The surgeon reports refiring more medially with another gst60g reload to close the hole. What was surgeon's opinion regards to this issue? The surgeon reports that he had never seen this before and continued to rectify the situation and continue with the gastrectomy. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a secondary sleeve gastrectomy case from the (B)(6) 2022. On the 3rd or 4th firing with a gst60g reload the staples deployed on the remnant side, the stomach side of the reload the staples did not deploy and remained in the reload with the legs protruding out. The surgeon was able to reload the stapler with a new gst60g reload and fire the stapler more medial with all staples deployed in all 3 rows either side of the cut line. Case completed as expected. No patient consequences reported. No further information is available.